Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No scrolling numbers anomaly noted. Insulin pump received with minor scratches on display window, cracked case on display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer stated that the buttons are not responding. Blood glucose value is 230 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.